Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Suspect open spine clamp not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported a damaged open spine clamp with a stripped screw. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number and manufacture date now provided.